Event description:
It was reported that during a gastric bypass procedure the surgeon fired the device with a white reload across the bowel. On the second firing the surgeon noticed that after firing the device sequence the release trigger came back slower than normal and was more difficult to open. When the surgeon observed the outer row of the staple line it was incomplete on the bowel and the staples were open ended and malformed. The surgeon then over sewed with suture. There was no patient consequence reported. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.